Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone all that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 134 mg/dl. The troubleshooting was performed and they were able to clear the alarm and unable to complete the rewind. The customer also reported that the insulin pump had prime fill anomaly. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. Device primed properly.